Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a low power alarm was received and the pump shut off. Reportedly, the customer had not charged the pump in the last three days. The customer's blood glucose (bg) level was 236 mg/dl. The customer required assistance from the school nurse to manage bg level. During troubleshooting with tandem technical support, review of pump data confirmed that the pump shut down due to insufficient battery power after the low power condition was not addressed by charging the device.